Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed the report of suspected thrombus. A specific cause for the report of abnormal pump sounds could not be conclusively determined through this investigation. (B)(6) was returned assembled with the driveline severed approximately 8¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), examination of the lumen of the blood tube revealed a deposition that appeared to have been displaced from the body of the rotor during disassembly. Visual examination of the rotor revealed a trace amount of blood at the end of one of the rotor blades where the deposition was likely located prior to disassembly. Areas of the deposition were hard and denatured, indicating that it was likely present for an undetermined amount of time during support. The non-laminated structure of this deposition suggests that it did not initially form on the rotor; however, the specific origin of this deposition could not be conclusively determined. Although the origin and root cause for the formation of the observed thrombus could not conclusively be determined through this evaluation, it could have caused increased resistance on the rotor, resulting in the reported high powers. In addition, the deposition could have also contributed to the report of hemolysis. A direct correlation between the reported abnormal pump sounds and the confirmed thrombus could not be conclusively determined through this investigation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Incidental findings: a breach to the insulation of the black wire was discovered. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a grounded power source, such as the power module, the resulting short could have contributed to the low speed events captured in the log file under MFR # 2916596-2019-04216. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 1 of the IFU lists hemolysis, bleeding, and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 1 of the IFU also instructs the user to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Furthermore, section 6 addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had some subtherapeutic international normalized ratios (inrs) and high powers. It was also reported that the patient had hemolysis, hematuria, and abnormal pump sounds.

Event description:
It was reported that the patient had a suspected thrombus and therefore underwent a pump exchange on (B)(6) 2021.